Event description:
This lead was implanted on (B)(6) 2011, and was explanted on (B)(6) 2011, due to pacing impedance >2000. The physician suspects conductor failure. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).